Event description:
It was alleged that during knee arthroscopy surgery the end of the cutter broke off into the pt's knee. It was reported by the assistant manager of the or that the dr was able to retrieve the cutter, without injury to the pt.